Event description:
It was reported that the right atrial lead was found to be twisted and dislodged via a chest x-ray. The patient demonstrated twiddler's syndrome. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.